Event description:
A customer reported the low glucose alarm failed to trigger with the freestyle libre 2 sensor. The customer reported a capillary result of 34 mg/dl was obtained by paramedics, with alarm set for below 70 mg/dl. The customer received unspecified treatment from paramedics. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal state). Visually inspected the sensor plug assembly and no failure modes were observed. The sensor was activated with a known good reader and a linearity test was performed. Observed the low glucose alarm was successfully activated. No malfunction or product deficiency has been identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the low glucose alarm failed to trigger with the freestyle libre 2 sensor. The customer reported a capillary result of 34 mg/dl was obtained by paramedics, with alarm set for below 70 mg/dl. The customer received unspecified treatment from paramedics. There was no report of death or permanent injury associated with this event.